Event description:
It was reported while using the therapy cool flex catheter during a pulmonary vein isolation ablation procedure, the irrigation port detached. The catheter was in the left atrium and during ablation the physician noted the irrigation port broke. The procedure was successfully completed with another therapy cool flex catheter. There were no adverse consequences to the pt. Additional information was requested and is not available.

Manufacturer narrative:
We are in the process of evaluating the device. Upon completion of the evaluation, a follow up medwatch report will be filed.